Event description:
The customer reported that the unit went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The respironics service technician was unable to duplicate the customer reported problem, however, the service technician confirmed a diagnostic code in the ventilator log history that indicated a ventilator restart. The service technician replaced the main pcb, cpu pcb and sensor pcb as a precaution. Performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Na